Event description:
There was no patient involved in this event.adult patient prompt with child pad-pak fitted.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2014. During the investigation, the device was found to be giving incorrect adult patient prompts with a pedi-pak installed, this would confirm the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). The operation of the reed switch was tested as part of the final unit test specification, h017-014-204, at heartsine on the (B)(6) 2014. Therefore, it is concluded the reed switch failed after despatch from heartsine. In the absence of a functioning paediatric system, general advice is to administer adult level shocks to a paediatric patient. The device was still capable of delivering therapy as demonstrated during the course of the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.

Event description:
There was no patient involved in this event. Adult patient prompt with child pad-pak fitted.